Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 41 mm in diameter abdominal aortic aneurysm. The neck diameter was very small (15-16 mm) about 3 cm long. The physician used a (B)(4) aneurx because of the small size. The device was successfully placed; however, on completion angiogram there was an endoleak noted. They thought it might be junctional endoleak, so they re-ballooned the gate; however, the leak persisted. They re-ballooned the top, and there was still a leak. The pigtail catheter was pulled up into the graft well below the top and the endoleak was still present. It appears to come at or just above flow divider, on the pt's left side, same side as the gate. No add'l clinical sequelae were reported and the pt is fine.

Event description:
There was additional information received for this case. The patient has returned for a follow up CT. The type IV endoleak has resolved without intervention.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Cause of endoleak is unk). Conclusions: (cause of endoleak is unk).